Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. There were 3 follow-up calls completed as attempts to reach the customer for more details, but phone number on file only received the answering service.

Event description:
Consumer called in reporting an hi result after testing control solution. (B)(6) (office staff) is calling on behalf of the physician's office. Glucose control test performed by customer with solution obtained from (B)(6) produced result of hi. Customer states the glucose solution was not our control solution. Call disconnected and could not obtain further information. Facility address, control solution identification and test strip lot number not provided.